Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) displayed a 'disk boot failure' message at startup. The cmos battery on the single board computer (sbc) was found to be depleted. It had a measured voltage of 0.046 volts when three volts was expected. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per the user facility's biomedical engineer, the unit would not turn on. After a few hours they turned it on and it was giving a hard disk failure. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the display was not working. There was no patient involvement.